Event description:
Acct. Reports "the membrane came off its position. It was discovered when penetrate by interlink cannula. The membrane was perforate 4-5 times earlier. The membrane was connected to ventricular drain. There was no pt. Injury. Sample is available.

Event description:
Acct reports "the membrane came off from its position. It was discovered when penetrated by interlink cannula. The membrane was perforated 4-5 times earlier. The membrane was connected to ventricular drain. There was no pt injury. Sample is available.